Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there were multiple air bubbles in the tubing. The customer's blood glucose (bg) level was 276 mg/dl at the highest and was 199 mg/dl at the time of report. The bg level was addressed via pump therapy. During troubleshooting with tandem's technical support, the customer primed the tubing and reported that the air bubbles did not move through the tubing. However, insulin was seen exiting the tubing. Reportedly, the customer coiled the tubing around and clipped it into the case. The customer acknowledged that the "air bubbles" were likely marks rather than air. Reportedly, the customer resumed insulin delivery suing the same supplies.